Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a knee repair procedure utilizing a razorcut blade, 4.5 disp, ep-1, it was reported that the device was shedding into the patient. Although the surgeon attempted to suction out the flakes, the customer was unable to confirm that all debris was removed from the patient. There were no reports of patient injuries or complications.